Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 lvas IFU lists various forms of organ failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." A specific cause for the reported multiorgan failure and pneumonia as well as a direct correlation with the device could not be determined through this evaluation. The patient¿s multiorgan dysfunction and infection had resolved without sequelae as of (B)(6) 2021. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient was experiencing acute renal dysfunction which required dialysis to be started. On (B)(6) 2021 the patient was experiencing pneumonia and sepsis, which exacerbated their right heart failure. The patient was put on a right ventricular assist device (rvad) centrimag, and treated with inotropes and vasodilators. On (B)(6) 2021 the patient continued to have elevated inflammatory markers, required vasopressors, and intravenous antibiotic therapy was started. Klebsiella pneumoniae was found in the patient's septum. On (B)(6) 2021 the patient was experiencing hepatic dysfunction, which resolved (B)(6) 2021. The rvad centrimag was the patient was supported by was explanted on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.